Event description:
The pt reported having problems with one device system "leaking electricity into scalp." The hcp reported at follow up the pt's neurostimulator had been turned off for the last week. When the pt tried turning them back on, the pt developed severe right sided scalp pain radiating from the right burr hole area over to the left burr hole area within five minutes of turning the neurostimulators on. The pain also radiated to the pt's occipital area bilaterally. The pt subsequently turned the devices off and the pain went away after approximately five minutes. The pt was referred to the manufacturer rep to trial reprogramming of side effects. The pt presented to the manufacturer rep with the left neurostimulator in the off position. The pt's neurostimulators were subsequently turned on at low voltage. The pt's tremor was moderately severe, both postural and proximal. The pt developed tongue tingling at 2.5 volts, as well as scalp tenderness. The electrodes were changed a number of times during the office visit with slight improvement of scalp symptoms and fair tremor control, however, the pt developed scalp tingling after about 5 minutes. The pulse width and rate were reduced. The pt's scalp sensations, as well as tongue, teeth, and right upper extremity paresthesia are felt to be central in origin. The pt's x-rays revealed possible stretching of the right connector wire. The hcp concluded advanced essential tremor status post bilateral vim deep brain implant. The sensory side effects from numerous device settings may be secondary to migration of the pt's electrode into more sensory areas of the vim. The recent event is likely to be hypnagogic in nature. Pending eeg to rule out seizure activity and MRI of the brain to determine migration of the pt's left sided electrode. No report of device explantation. Refer to medwatch report # 6000153200701017.